Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: medwatch follow up 2 states the sample was not returned, however, the sample was received and evaluated. Evaluation summary: this report for cracked minicap was confirmed by evaluation. No functional test failures were found during in-process testing during production of this batch which would account for the occurrence of this type of problem. The root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The report could not be confirmed in the lab since there was no sample returned. A batch review could not be done since the lot number is also unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient on (B)(6) 2011. According to the patient she is no longer having the issue with leaky mini caps. The patient stated that she does not have the sample. The patient has resumed therapy with no patient injury or medical intervention associated with this event.

Event description:
A home patient (hp) reported having problems with the minicaps she uses on her transfer set. The hp stated that she noticed she has had to use kleenex to wrap around the minicap when she uses them to prevent the betadine from leaking on her. She stated that she didn't notice anything unusual prior to using the caps, and stated that there may be a crack on them causing the betadine to leak. There was no injury or medical intervention reported.